Event description:
It was reported that an insulation breach proximal to the rv coil was observed via fluoroscopy, and that a visual aberration such as externalized conductors could not be ruled out. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors are not externalized. An independent physician trained to adjudicate externalization also reviewed the fluoroscopy images and concurred there was no externalized conductors. Electrical measurements were normal and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.